Event description:
The user facility in japan reported that during a surgery; a silicone like circular particle was found in the patient's eye. The foreign material was removed from the eye and the surgery was completed. No patient injury was reported.

Manufacturer narrative:
The lot number of the device was not recorded by the user facility; therefore the device history record cannot be reviewed. The investigation is ongoing.

Manufacturer narrative:
The particulate/foreign matter and the complaint unit were discarded and not available for analysis. The root cause could not be determined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.